Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). On friday, march 21, 2025, the customer confirmed that they returned the ct3110 implant. Zimvie received one (1) ct3110, implant, 3.1mmd x 10mml, fully textured for evaluation images are attached. Visual and functional evaluation was performed. Returned implant tested in house. Healing screw was able to be easily removed. No malfunction identified. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ct3110 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: does not disengage/release. A definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. Returned implant tested in house. Healing screw was able to be easily removed. No malfunction identified. The reported event has been unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint: (B)(4). G4: additional 510(k) number is k101880.

Event description:
Doctor reported she put the healing screw on and it cannot come out of the implant. The implant was removed.